Event description:
On (B)(6) 2013 the reporter, the patient¿s father, contacted animas to report that on (B)(6) 2013 at 6:10 am the patient passed out. The patient¿s mother treated him with a glucagon injection. After the injection the patient¿s blood glucose level was tested to be 99 mg/dl and emergency services were contacted. Paramedics arrived and tested the patient¿s blood glucose level to be 123 mg/dl and he was transported to the emergency room. The patient was admitted to the hospital with a diagnosis of diabetic coma, and treated with intravenous fluids and oxygen. The patient¿s insulin pump therapy was discontinued. The reported pump was not available at the time of the call to customer service, therefore no pump troubleshooting could be done. The technical service representative contacted the reporter to obtain further information and to troubleshoot the pump; however was unable to reach him by telephone. The issue was not resolved. The patient allegedly suffered symptoms and blood glucose levels suggesting severe injury while using the pump, and was admitted to the hospital in diabetic coma. Therefore this complaint is being reported.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: the black box history revealed a loss of prime event on (B)(6) 2013 and deliveries never resumed. The total daily doses correctly reflected the users programmed basal and bolus deliveries. There were no alarms related to the complaint in the alarm history. The pump passed the delivery accuracy test and was found to be operating within required range and delivery accurately. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.